Event description:
Customer called to report a leak coming from the access 2 immunoassay system, which appeared to occur only while the instrument was running. The customer technical specialist (cts) scheduled an on site service call. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found evidence of an overflow on the pipettors wash station. The fse determined that the fluid leak was caused by a drain line occlusion at the connection to the house drain. The fse replaced the waste drain tubing with braided tubing. The fse also replaced the wash arm to correct noticeable alignment issues. Finally, the fse primed and ran wash system check to verify that the leaking had ceased. The service activity performed was verified to meet the specified requirements per established procedures. The results met published performance specifications and the system validation was documented in customer's quality control (qc) record. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).